Event description:
It was reported that during start up, the cardiosave intra-aortic balloon pump (iabp) unit had an audible alarm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10. The getinge field service engineer (fse) found error code 118 in the fault log. The fse replaced the drive manifold, but this did not resolve the issue. The fse replaced the solenoid driver board, and found that the original solenoid driver board q7 burned onto the pc board. The fse replaced the pc board. However, the same issue happened, where the q7 burned onto the pc board. The fse then replaced the power management board, the solenoid driver board, and the coiled cable. The fse also found saline in battery slot one. The fse also found a pinched wire. The fse replaced the pim and driver board. The fse found that the management software was not loading. The fse replaced the power management board, which resolved the issue. The unit passed all calibration, functional, and safety tests. The unit was returned to the customer and cleared for clinical use. The following investigation was performed by a technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received the following parts associated with this complaint: pim. Pcb, power management board. Drive manifold. Pcb, power management. Solenoid control board. Solenoid control board. Solenoid control board. Coiled cable. These parts were received with the reported complaint of audible alarm on startup, scorched components on solenoid control boards and orange cable was crimped in pim. The failure analysis and testing dept. Performed a visual inspection of all parts and observed a crimped wire underneath the tidal volume disk. Pcb, power management board was found in good condition. Drive manifold was found in good condition. Pcb, power management was found to be in good condition. Solenoid control board has a shorted component q7. Solenoid control board has a shorted component q7. Solenoid control board has a shorted q7. The following part numbers could not be tested due to the shorting of q7. The shorting of q7 would cause harm to the test fixture. Solenoid control board serial number (B)(6). Solenoid control board serial number (B)(6) has a shorted q7. Solenoid control board serial number (B)(6) has a shorted component q7. Solenoid control board serial number (B)(6) has a shorted q7. The following boards could not be tested. Although the fat dept. Did not observe any shorted components , these boards might have been compromised by the shorting of q7 on 3 of the solenoid conrtrol boards. Testing these boards would cause harm to the test fixture. Pcb, power management board serial number (B)(6). Pcb, power management serial number (B)(6). The fat dept. Installed drive manifold serial number (B)(6) the cardiosave test fixture and tested the drive manifold to factory specifications per the cardiosave service manual. The drive manifold passed all testing. The fat then installed coiled cable and tested the coiled cable to factory specifications per the cardiosave service manual. The coiled cable passed testing. The probable cause of the shorting of q7 is the crimped wire in the patient interface module , which was shorting up against the tidal volume disk. Sending part numbers pcb,solenoid control,rohs, pcba, cardiosave rohs powermanagement & drive manifold assembly to their respective suppliers per procedure. Retaining part numbers pneumatic module assy, rohs and solenoid control board in the fat dept. Per procedure. Solenoid control board will not go back to the supplier., because the supplier cannot test this board any longer and pcb, power management.

Event description:
N/a.